Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid via an implanted pump. The patient¿s medical history included severe head trauma from being hit with a cinder block approximately 9 years ago which resulted in his memory being ¿not great¿. The indication for pump use was not provided. On (B)(6) 2019 MRI compatibility guidelines were being requested. Per the reporting hcp, the patient¿s pump was removed on (B)(6) 2018. The catheter was left in the patient¿s body. An x-ray/scans were done, and the hcp only saw ¿the little dot in the mid t-spine area¿ so was inquiring about MRI guidelines for that device. Per the patient, the pump was not helpful, and the intrathecal medication ran out in (B)(6) 2017. The patient didn¿t remember when the pump began being not helpful. No further complications were reported/anticipated.